Event description:
Medtronic received information that prior to use of this custom tubing pack the customer noticed that the connector was coming apart. A total of 12 custom packs were affected by this issue, over a period of a couple of weeks. Some were replaced to complete procedures, others were used. There were no adverse patient effects as a result of this issue.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of cracks or damage. Pressure integrity testing was performed at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 min. During the test there was a leak observed from one of the tubing connections on the "y" fitting. When the leaking tubing was manipulated it appeared to slide off the fitting. The specification has the connection as solvent bonded. Despite the cable tie, added by the customer, the connection still leaked and the tubing moved on the connector. Reason for return was confirmed. Conclusion: complaint was confirmed for disconnected tubing per product analysis. After evaluation it was not possible to determine the root cause of this complaint. The manufacturing process and equipment parameters were reviewed, and it was identified all controls were in place to prevent this non-conformance during assembly. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Raw material was confirmed to be according to specification per product analysis and assembly configuration to be performed as required per specification. An action to add zip ties on the affected component was performed to prevent this further recurrence of this non-conformance. Assessment against the medtronic risk management file indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca. There were no adverse patient effects as a result of this incidence. Notification was performed to manufacturing personnel for them to be aware of this issue. Medtronic will continue to monitor for future o ccurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction h10: note on b5: this issue affected (B)(4) custom packs from the same lot, however individual details of each event are not available, so all occurrences have been included in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.